Manufacturer narrative:
The reported field event of atrial noise and high lead impedance was not confirmed in the laboratory. The device was tested using automated test equipment and an atrial ring sensing anomaly was noted. The device was tested on the bench and no noise or high lead impedance measurements were noted. The cause of the reported atrial noise and high lead impedance were not determined.

Event description:
It was reported that noise and high lead impedance on atrial channel were observed. The ICD and the atrial lead were explanted and replaced. Patient was fine after procedure.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.